Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of stent failure to deploy. The investigation concluded that this reported event and the additional observed damage identified on the device were most likely caused by procedural factors, including device handling and physician technique during the procedure. The tortuous anatomy may have placed the device in a position where guide catheter withdrawal was difficult, and the application of excessive force most likely contributed to the observed stent damage, guide catheter bending and detachment, and the difficulties encountered during stent deployment. However, the reported event of catheter guide stretched was not confirmed, the portion of the guide catheter that was returned was not stretched. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a flexima biliary stent with its delivery system was returned for analysis. Visual examination identified the guide catheter was detached. The stent was bent, and one of the stent barbs was damaged. A portion of the guide catheter remained inside the stent and was bent in several areas. No other problems with the device were noted. Risk review: a risk review was completed and confirmed that the event of "catheter guide detached/separated" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was intended to be implanted in the common bile duct to treat obstructive jaundice during an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2026. During withdrawal, when attempting to release this device, the inner sheath became elongated, preventing deployment of the stent, and the device was therefore retrieved. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the guide catheter detached. Please see block h11 for full investigation details.